Event description:
Health care professional reported as pt had the flu - vomiting, heartburn and reflux - defill done. Ten days later, still continues to have issues not tolerating solids or liquids defilled to 0cc - unable to tolerate barium swallow at this time. Four days more - band repositioned and a band slippage was noted. The band remains implanted and will not be returned. F/u findings: the pt was admitted to hospital for two days and administered rehydration and medication therapy.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, dysphagia, vomit, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, reflux and vomiting as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling address the reported event of vomit as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilation, stomach slippage or esophageal dilation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." "Patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the possible outcome of dysphagia, reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, as bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."